Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic myomectomy procedure, the blade was broken in the case. The contact with the grasper was observed on the failure. Another device opened to complete the case. There were no patient consequences.